Event description:
It was reported that the ventilator failed internal leakage and pressure transducer test during pre-use check. Moreover, ventilator's printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The pneumatic back-plane printed circuit board (pcb) was replaced due to the liquid contamination and the nozzle unit was found to be deformed and therefore also replaced. After the replacements, the ventilator passed all tests according to the factory specifications and can be used for clinical use. No device logs have been provided. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The pneumatic back-plane pcb is an interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. The circumstances about the source of the liquid are unknown. There no visual evidence of the liquid contamination and the reason for the deformation of the nozzle unit cannot be determined by this investigation as no parts were returned for further investigation. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015. A correction of field # d1 brand name, # d4 version or model #, and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. H4 ¿ manufacture date - previous manufacturing date: 2015-08-25, corrected manufacturing date: 2015-08-20.

Event description:
Manufacturer's ref: #(B)(4).